Event description:
As reported by the user facility: during dialysis treatment, the venous line from the dialog+ machine became disconnected from the patient's catheter, resulting in an estimated 500-700 ml of blood loss. The reporting facility stated the machine did not alarm, and the patient was later found unresponsive. Emergency measures were initiated, and the patient was transported to the emergency department, where they passed away following the treatment. Note from the manufacturer: it was reported that approximately one hour after therapy start, the patient experienced symptoms of breathing heavily and a blood leak due to a detached venous catheter connection, resulting in a blood loss of 500-700 ml. Despite emergency measures and transport to the hospital, the patient died of cardiac arrest. A technical safety inspection (tsi) of the machine was performed. The tsi was passed, confirming that the machine works as intended. The machine was released for patient use again. The complaint investigation was conducted based solely on the available information and a service report, as no machine data record or sample was provided. The absence of a machine data record limited the ability to assess therapy parameters such as blood flow, venous pressure trends, alarms, and potential blood loss. The complainant's statement that "the dialysis lines were reversed to troubleshoot frequent pressure alarms" is unclear and cannot be fully interpreted without further context. It suggests the presence of pressure alarms and possible manipulation of the bloodline and it connectors, but this cannot be confirmed due to the lack of data. Venous disconnection is a known risk in extracorporeal blood treatments. It is state of the art that venous pressure monitoring may not always detect such disconnections, especially under certain conditions such as high blood flow rates or the use of catheters at low flow rates. According to iec/tr 62653 and the instructions for use (IFU), pressure changes may be minimal or absent in such cases, and therefore, alarms may not be triggered. For this reason, patient safety relies heavily on continuous visual monitoring by the operator, proper fixation of cannulas, and regular checks of the vascular access. The IFU also recommends setting the venous lower limit to 20 mmhg in tsm. A technician inspected the machine at the customer site and found no malfunction. Therefore, there is no product deviation. The machine's pressure sensors are tested before and during therapy. If values fall outside the acceptable range, the machine triggers an alarm and either prevents therapy from starting during preparation or switches to a patient-safe mode during therapy. In conclusion, based on the analysis and evaluation of the reported and provided information there was no malfunction of the device and the device has not led to the patient's death. This case is classified as not reportable to the competent authority by the manufacturer.